Event description:
Ms3 cadd pump display screen blank on some screens. Pump is running. Sn (B)(4). Replacement pump shipped. Pt did not experience any side effects. Dose or amount: 61nkm, frequency: continuous, route: subcutaneously. Dates of use: (B)(6) 2014 to current. Diagnosis or reason for use: pulmonary arterial hypertension.